Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a right ventricular (rv) lead showed noisy signal over sensing that resulted in stored events. No inappropriate shock or pauses occurred. The crt-d was at explant indicator. A defibrillation threshold (dft) test was completed and failed. The impedance was within normal limits. A system revision was scheduled. The rv lead was surgically abandoned, and the crt-d has been explanted at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a right ventricular (rv) lead showed noisy signal over sensing that resulted in stored events. No inappropriate shock or pauses occurred. The crt-d was at explant indicator. A defibrillation threshold (dft) test was completed and failed. The impedance was within normal limits. A system revision has been scheduled but the rv lead and the crt-d remain in service. No additional adverse patient effects were reported.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a right ventricular (rv) lead showed noisy signal over sensing that resulted in stored events. No inappropriate shock or pauses occurred. The crt-d was at explant indicator. A defibrillation threshold (dft) test was completed and failed. The impedance was within normal limits. A system revision was scheduled. The rv lead was surgically abandoned, and the crt-d has been explanted at this time. At an explant form it was mentioned that the suspected cause for the rv lead behavior was a poor placement. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.